Manufacturer narrative:
The device history record of the lot number reported was reviewed, and it was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. No sample was provided for evaluation only a picture showing the detached silicon tube from the connector. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigation. The picture provided shows a detachment but the physical sample is required; the provided picture does not show any detail of the silicon (damage) or a full 360° view of the connector. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer states that the feeding set is broken in the rotor.